Event description:
It was reported that a vision stent delivery system (sds) was prepared without issues according to the instructions for use. There was no resistance felt with the removal of the protective sheath or the stylet during preparation. Reportedly, the sds was not examined prior to entering into the patients anatomy. During a stenting procedure, the sds was inserted to the mildly tortuous, moderately calcified, left anterior descending (lad) artery and inflated to implant a stent. The sds was removed and upon removal, with an angiogram, it was noted that the stent was not at the lesion as thought by the account. The stent was found dislodged on the preparation table still attached to the stylet. Another unspecified stent was used for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states that prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.